Manufacturer narrative:
Investigation is ongoing. Further information is going to be provided upon investigation conclusion.

Event description:
During the arjo service engineer's visit to the customer site, following a customer allegation regarding leakage of the malibu bath, it was noticed that the bath had not been installed according to arjo specifications. The floor fixings at the tap end were missing. There was no indication of patient involvement, and no injuries were reported. It was indicated that the bath had been installed recently and was used by residents.

Manufacturer narrative:
Investigation is ongoing. Further information is going to be provided upon investigation conclusion.

Manufacturer narrative:
During the arjo service engineer's visit at the customer site, following a customer allegation regarding leakage of the malibu bath, it was noticed that the bath had not been installed according to arjo specifications. The floor fixings at the tap end were missing. It was indicated that the bath had been installed recently and was used by residents. However, no injuries were reported. Based on the information gathered, the bathtub was not properly mounted to the floor by the arjo worker who installed the device in december 2024. It was not possible to drill the front fixings into the floor due to pipes being just under the floor surface. The two required floor fixings for the malibu bathtub were placed in two corners at one end of the bathtub (where the lifting arm with the chair for residents is located) and not diagonally across the bathtub. According to the malibu assembly and installation instruction (06.az6.00_3en), the malibu bathtub must be attached to the floor by two fixtures. These two anchors should be fixed at opposite ends (always opposite from the lift arm). This was also consulted and confirmed with the manufacturer. The malibu assembly and installation instruction states: - "to prevent the malibu/sovereign bathtub from falling over, the floor fixtures provided in the installation kit must be used when installing malibu/sovereign bathtub. The floor construction must be suitable for anchoring the fasteners." - "warning: to avoid injury, make sure to always place the floor fixture (a) on the head end of the malibu/sovereign bathtub, opposite from the lift arm." - "warning: to avoid injury, make sure the two fasteners arm installed at each fixture otherwise the malibu/ sovereign bathtub might tip." Based on the analysis, the cause of the event was incorrect installation of the bathtub by the arjo employee. According to the additional information received, the arjo installer was fully trained. Nevertheless, it seems that in this situation he should ensure the correct positioning of the bathtub (based on the construction/installation drawings) to navigate around the pipes in the floor or consider if the bathtub could have been mounted to the wall (at the tap end) instead of to the floor. The device failed to meet its specification since was incorrectly installed. The device was used by residents. The complaint was initially assessed as reportable due to suggestion that the bath could tip, however as no detachment and no bath tipping over was reported this complaint is deemed not reportable to the competent authority. Despite the incorrect installation of fixtures, the bathtub remained in place. Following the report from the bath installation, the bath was load tested and no anomalies were found. No tipping of the device was reported. After clarification it was determined that the complaint reported does not meet the reporting criteria and such failure will not be reported in the future. Review of the reportable complaints history determined that this type of malfunction has not caused or contributed to a death or serious injury in the past. We do not expect that it would lead to serious injuries if it recurs. However, arjo will continue monitoring the complaints and report any events in which death and/or serious injury occurred that arjo device contributed to.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.